Manufacturer narrative:
Investigation: customer returned (4) loose 3/10cc, 8mm syringes. Customer states that there is a little piece of metal on the needle causing pain to patients. All returned syringes were examined and 2 out of 4 samples exhibited some clear material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely epoxy, which could cause pain during an injection. A review of the device history record was completed for batch# 9014703. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200805534] noted for silicone on od of barrel. There was one (1) notification [200805562] noted that did not pertain to the complaint. A visual evaluation of the (1) photo exhibited adhesive on the cannula. Process summary: the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. During the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. The cannula is then re-inserted into the hub with vacuum. The pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. Reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. No root cause determined.

Event description:
It was reported that a small piece of metal was attached to the bd insulin syringe with the bd ultra-fine¿ needle during use, causing pain to the patient. The following information was provided by the initial reporter: "little piece of metal on needles, causing pain to patients, no injury."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a small piece of metal was attached to the bd insulin syringe with the bd ultra-fine¿ needle during use, causing pain to the patient. The following information was provided by the initial reporter: "little piece of metal on needles, causing pain to patients, no injury."